Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness for failure was given to personnel who perform the assembly process.

Event description:
It was reported that the pressure transducer could not be calibrated to zero, the nurse immediately replaced the pressure transducer. There was patient involvement and no patient harm/adverse event reported. The customer informed that the sample is not available for return as the product has been discarded by the hospital.